Manufacturer narrative:
(B)(4). Concomitant products: 110024464 888750 g7 dual mobility liner 44mm f; 650-1055 2963327 delta ceramic option head dia2 8; 650-1066 2963360 option taper sleeve ti 0mm type 1. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device requested, but retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 03463.

Event description:
It was reported the patient underwent initial hip arthroplasty on unknown date. Subsequently, the patient was revised due to dislocation. Reviews of x-rays received confirm dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of radiographs received. Review of the available records identified superolateral dislocation of the left hip arthroplasty the device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.